Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and subsequently resulting in the pump shutting off. Customer¿s blood glucose level was 500 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level and reverted to manual injections for insulin therapy.